Event description:
It was reported that; the anchor l rigid screwdriver broke off at the shaft/screwdriver portion. This occurred during the last screw placement and it was already completely screwed into the vert body.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned was confirmed to be fractured upon visual inspection of the returned device. A materials analysis performed on the returned device determined that the instrument fractured in ductile torsional mode. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the plausible root cause of the reported event is a torsional overload applied by the user due to the patient's hard bone.

Event description:
It was reported that; the anchor l rigid screwdriver broke off at the shaft/screwdriver portion. This occurred during the last screw placement and it was already completely screwed into the vert body.